Event description:
The tip of the syringe cracked and material squirted onto the pt's face and the back of her neck, getting into the pt's eye. The pt was treated by an ophthalmologist. At this point, there is no swelling or any other indication of damage.